Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead consistently exhibits impedance high out of range and noise. Lead fracture is suspected but it has not been confirmed as per information from the field representative. There is no evidence that suggests any actions have been taken regarding this event at this time. This lead remains in service. No adverse patient effects.

Event description:
It was reported that the right atrial (ra) lead exhibits high out of range pacing impedance measurements of greater than 3000 ohms and noise. It was noted that the noise is reproducible and leads to oversensing. A lead fracture is suspected but not confirmed. The minute ventilation signal was also observed on the atrial egm. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative stated that at this time no further action has been taken and the cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem (b5) and add a device code h6 that was inadvertently left off the report.